Event description:
When onsite for troubleshooting, the fse (field service engineer) observed liquid outside the instrument that appears to be liquid waste from the alinity m system sn (serial number) (B)(6). The tas (technical application specialist) advised the customer to stop the instrument, remove samples and shut down the instrument completely. The customer cleaned the spill. There was no exposure to the liquid. The leak was outside the footprint of the instrument. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. On march 7, 2025, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See section h10 and list below for complete list of additional mdrs associated with fa-am-mar2025-306: 3005248192-2025-00064 follow up report 1, 3005248192-2025-00075 follow up report 1, 3005248192-2025-00143, 3005248192-2025-00144, 3005248192-2025-00145, 3005248192-2025-00146, 3005248192-2025-00147, 3005248192-2025-00148, 3005248192-2025-00149, 3005248192-2025-00150, 3005248192-2025-00151, 3005248192-2025-00152, 3005248192-2025-00153, 3005248192-2025-00010 follow up report 1, 3005248192-2025-00046 follow up report 1, 3005248192-2025-00032 follow up report 1, 3005248192-2025-00081 follow up report 1, 3005248192-2025-00082 follow up report 1, 3005248192-2025-00083 follow up report 1, 3005248192-2025-00084 follow up report 1, 3005248192-2025-00085 follow up report 1, 3005248192-2025-00094 follow up report 1, 3005248192-2025-00095 follow up report 1, 3005248192-2025-00096 follow up report 1, 3005248192-2025-00097 follow up report 1, 3005248192-2025-00098 follow up report 1, 3005248192-2025-00048 follow up report 1, 3005248192-2025-00049 follow up report 1, 3005248192-2025-00050 follow up report 1, 3005248192-2025-00051 follow up report 1, 3005248192-2025-00052 follow report 1, 3005248192-2025-00053 follow report 1, 3005248192-2025-00016 follow up report 1, 3005248192-2025-00017 follow up report 1, 3005248192-2025-00018 follow up report 1, 3005248192-2025-00019 follow up report 1, 3005248192-2025-00020 follow up report 1, 3005248192-2025-00021 follow up report 1, 3005248192-2025-00022 follow up report 1, 3005248192-2025-00023 follow up report 1, 3005248192-2025-00024 follow up report 1, 3005248192-2025-00025 follow up report 1, 3005248192-2025-00026 follow up report 1, 3005248192-2025-00027 follow up report 1, 3005248192-2025-00028 follow up report 1, 3005248192-2025-00042 follow up report 1, 3005248192-2025-00078 follow up report 1, 3005248192-2025-00079 follow up report 1, 3005248192-2025-00080 follow up report 1, 3005248192-2025-00139 follow up report 1, 3005248192-2025-00140 follow up report 1, 3005248192-2025-00141 follow up report 1, 3005248192-2025-00142 follow up report 1, 3005248192-2025-00110 follow up report 1, 3005248192-2025-00111 follow up 01, 3005248192-2025-00112 follow up report 1, 3005248192-2025-00117 follow up report 1, 3005248192-2025-00118 follow up report 1, 3005248192-2025-00119 follow up report 1, 3005248192-2025-00204, 3005248192-2025-00205, 3005248192-2025-00130 follow up report 1, 3005248192-2025-00171 follow up report 1, 3005248192-2025-00172 follow up 01, 3005248192-2025-00173 follow up 01, 3005248192-2025-00174 follow up 01, 3005248192-2025-00175 follow up 01, 3005248192-2025-00176 follow up 01, 3005248192-2025-00177 follow up 01, 3005248192-2025-00178 follow up 01, 3005248192-2025-00179 follow up 01, 3005248192-2025-00180 follow up 01, 3005248192-2025-00181 follow up 01, 3005248192-2025-00168 follow up report 1, 3005248192-2025-00169 follow up report 1, 3005248192-2025-00170 follow up report 1, 3005248192-2025-00038 follow up report 2.